Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported that their adc device display froze, and therefore glucose readings could not be obtained. The customer was pale and was given soda by a third-party (mother) for treatment. There was no report of death or permanent injury associated with this event.